Event description:
Event occurred regarding a spinning spiros® closed male luer, red cap where they reported that the spiros was attached to a 30 ml syringe and used on a syringe pump during infusion, when they removed the syringe from the pump, it flew off the end, rendering the spiros device non-functional and aerosolizing the area with chemotherapy. The concomitant device is 30 ml syringe (bd) and the concomitant drug is fluorouracil. There was patient involvement, unknown adverse event and unknown delay in critical therapy.

Manufacturer narrative:
D4 and h4 the lot#, expiration date, and manufacture date are unknown. The device has been received for evaluation. The investigation is pending completion.

Manufacturer narrative:
Two (2) used. List # ch2000s-c, spinning spiros® closed male luer, red cap; lot #unknown. The spiros were observed to have the spin collar activated. No damages were observed on the shear tabs. Two (2) used. List #unknown, 50ml syringe; lot #unknown. No damages or anomalies were observed on the syringes. The reported complaint of disconnecting spiros could be confirmed. The returned spiros were observed to have the spin collar activated. However, the samples were within specifications. The probable cause of the disconnection is unknown. A device history review (DHR) lot # review could not be conducted because no lot number(s) was/were identified.